Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low troponin (accutni) result on one patient generated by access 2 immunoassay analyzer. The result was reported out of the laboratory. Upon repeat, the results were within the risk stratification range and better fit the patient's clinical picture. No death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
The sample is serum. Sample clotting time and centrifugation information was not supplied. Qc during the event was within the customer's established ranges. Service was on site on (B)(4) 2010 and performed a preventive maintenance (pm). A system check was performed and met specifications. No hardware issue was noted. A clear root cause for this event has not been determined.